Manufacturer narrative:
The exact incident date is unknown, but it is believed the event occurred on or before (B)(6) 2011.

Event description:
It was reported that during normal monitoring, the power to the clinical information center (cic) from the uninterruptible power supply (ups) was interrupted resulting in a loss of central station monitoring. There was apparently no serious injury or death associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.